Manufacturer narrative:
Covidien reference number: (B)(4).

Event description:
It was reported that prior to use, the doctor felt resistance during inflation and deflation of the cuff. There is no patient involvement reported.

Manufacturer narrative:
(B)(4)